Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a hypotube break 240mm distal to the catheter's strain relief. Several other kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, difficulty advancing and a shaft kink occurred. A prior procedure placed an unspecified promus stent in the left main coronary artery (lmca). This procedure treated the target lesion located in the mid left anterior descending (lad) artery. Pre-dilation was performed in the lmca and the lad artery using a non-bsc balloon. Next the physician attempted to advance a 3.5x16mm promus element stent for treatment, but the device met resistance when it was inserted into a non-bsc guide catheter. "The device could not advance the proximal of the lmca" and the "physician shoved the device" causing the hypotube shaft to kink at a portion outside of the patient. The procedure was completed with another of the same device. There was no issue with the previously placed promus stent in the lmca. No patient complications occurred and the patient status is good. However, analysis of the returned product revealed that a shaft fracture occurred.